Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the left common femoral artery with a prostyle device using a 7f sheath after an atherectomy procedure. Reportedly, while advancing the knot with the suture trimmer, the suture with the formed knot detached from the artery, removing a small piece of the artery with it. Manual compression was applied temporarily and hemostasis was ultimately achieved via a surgical cutdown. A delay in the procedure was reported as a result of the cutdown. No additional information was provided.